Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all existing leaflets were stiff due to tan thrombotic host tissue on the outflow, except along the free margin of the left cusp. A large piece of the right cusp had been removed, likely during explant. A remnant of glistening off white pannus remained attached to the tissue and base stitching adjacent to the left cusp. Remnants of pannus remained attached to the left right and right non-coronary stent posts extending partially along the outflow rail adjacent to the right cusp. Pannus covered the non-coronary left stent post extending over to the commissural area, partially covering the top of the commissure. Tan thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 3.5 years, was explanted due to stenosis. It was reported that at explant pannus and mineralization were identified. It was also reported that the patient had active endocarditis at implant. There were no adverse patient effects reported.